Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer did not work properly; it was not possible to align the cursor with the stylus, and thus, was unable to be calibrated. Attempting with a different stylus did not resolve the issue. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indi cated that the connection between the printed circuit board (pcb) and display required reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.